Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 18427325/19371615. Model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was explanted for an unknown reason. No further information could be obtained.